Event description:
It was reported to philips that after the device underwent a repair, the touchscreen was unresponsive. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. An onsite evaluation was requested. The field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the touchscreen.

Manufacturer narrative:
Touchscreen was received in and underwent failure investigation. The technician's report indicates that the touchscreen performed as expected and no problems were discovered. Based on these results, no component level root cause can be determined.